Manufacturer narrative:
Other, other text: d10, h3, and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection found the device was received with a microswitch lever that was bent backward and the printed circuit board (pcb) has broken off lcds. Functional testing confirmed the complaint. Root cause was attributed to the bent microswitch caused by usage damage. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Replaced the microswitch. Device passed functional testing after the completed repair.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer was failing preventative maintenance. No patient was involved.